Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: tech. Called in for help on 8015bd unit serial # (B)(4). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: tech. Called in for help on 8015ls unit will not power on before call in he replace the battery ask was the battery purchase from bd yes, but still didn't power unit back on, next he would have to replace the power supply board on unit and if that does not resolve the issue next is the main board on unit. Tech. Thank me for my assist.